Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 13june2025, a medwatch report was received from the FDA. A 77-year-old female patient reported receiving a monovisc (lot number: unknown) injection (treatment course, knees) on or about on (B)(6) 2024. After receiving the injections, the patient reported experiencing back pain, and some ambulatory difficulty. There was no malfunction reported. Patient comorbidities are unknown. The current status of the patient is unknown. It is unknown if the patient received unplanned medical intervention. There was no contact information to obtain additional information from the patient or clinic.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 13june2025 a medwatch report was received from the FDA. A 77-yearold female patient reported receiving a monovisc (lot number unknown) injection (treatment course, knees) on or about (B)(6) 2024. After receiving the injections, the patient reported experiencing back pain, and some ambulatory difficulty. There was no malfunction reported. Patient comorbidities are unknown. The current status of the patient is unknown. It is unknown if the patient received unplanned medical intervention. There was no contact information to obtain additional information from the patient or clinic.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the cause of the reported event could not be established due to insufficient information. Additional information was not provided when solicited. A review of the batch record could not be performed; the lot number was not provided. A review of the stability study report was performed, and the conclusion is the product has met all required specifications and tolerances. A three-year retrospective review of retention inventory inspection reports was performed. There were no nonconformances documented in the report. A three-year retrospective review of all nonconformances was performed for this product. There was no nonconformances related to the reported event. However, causality could not be determined due to insufficient information provided. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.